Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during small bowel resection, the device got stuck while firing. The stapler was immediately removed.

Manufacturer narrative:
Product analysis #702492348:post market vigilance (pmv) received one gia 80-3.8mm single use reloadable stapler opened by the account with the appropriate packaging in an undamaged condition. The product will expire on 2022 (B)(6). The visual inspection of the instrument displayed no abnormalities. Functional testing was performed which loading a test sulu from lot # p7l1150kx into the device. The sulu could be unloaded and loaded repeatedly without difficulty. The instrument and test sulu were applied to the appropriate test media. The firing knob advanced and retracted without difficulty. The staple line was properly formed and the knife blade cut completely and cleanly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during small bowel resection, the device got stuck while firing. The stapler was immediately removed and a new one was opened to complete firing without any issue.